Event description:
On (B)(6) 2013, the patient reported experiencing an insulin leak. The patient could smell the insulin. The patient stated that the leak was noticed at the infusion site and the self-adhesive pad of the infusion set was wet with insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced. The used infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No samples were returned for investigation. However the reference samples were visually inspected and tested for flow, leak, connector and click. All test results were within specifications.